Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service history on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the event. Company clinical review showed that the described reason for appearance after femto laser treatment might have been favored by the application of excimer shots in the periphery, as this case was a hyperopic profile. Therefore, the reported event cannot be linked to the system or its usage in regards of malfunction or misuse the root cause could not be determined conclusively. The possible contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported a patient was dissatisfied with results in right eye one day post lasik. The patient complains of a little hazy vision. Diffuse lamellar keratitis (dlk) was reported. Patient is continuing the use of steroid drops. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.